Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to unavailability of device or applicable imagery. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, it was a case of an implant of a 26mm sapien 3 valve inside of a non-edwards surgical valve, in mitral position by transseptal puncture. During procedure, the delivery system was advanced, and valve alignment was performed with no issue. A resistance was felt upon crossing the interatrial septum and a double guidewire technique was performed. When it was attempted to deploy the valve, it was observed that the balloon of the delivery system was perforated and did not allow the expansion of the valve. Therefore, the delivery system was removed through the sheath without difficulty. A second 26mm sapien 3 valve was prepared and implanted without complications. The patient was in stable condition. As per medical opinion, the root cause of the balloon perforation could be due to manipulation with the double guidewire technique to give more support when it was felt resistance crossing the interatrial septum. In this case, patient presented a very complex anatomy. Anatomical complexities such as thickened septum, prominent limbus, atrial septal anomalies, dilated left ventricle, and scar tissue from previous intervention can make crossing the septum challenging. To address this, a double guidewire technique was used to give additional stability and support for crossing the septal wall with the delivery system. This approach enhanced the overall pushability of the system, allowing the delivery system to successfully cross the septum and reach its intended location. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. In this case, the structural integrity of the balloon may have been compromised and damaged during device manipulation (e.g., torquing, pulling, pushing, rotating) to overcome the difficulty of crossing the septum. As such available information suggests that patient factors (complex anatomy) may have contributed to the difficult to insert. Procedural factors (device manipulation) may have contributed to the balloon leak. However, without a procedural imagery or returned device, a definitive root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 valve inside of a non-edwards surgical valve, in mitral position by transseptal puncture. During procedure, the delivery system was advanced and valve alignment was performed with no issue. A resistance was felt upon crossing the interatrial septum and a double guidewire technique was performed. When it was attempted to deploy the valve, it was observed that the balloon of the delivery system was perforated and did not allow the expansion of the valve. Therefore, the delivery system was removed through the sheath without difficulty. A second 26mm sapien 3 valve was prepared and implanted without complications. The patient was in stable condition. As per medical opinion, the root cause of the balloon perforation could be due to manipulation with the double guidewire technique to give more support when it was felt resistance crossing the interatrial septum.